Manufacturer narrative:
The device history record (DHR) for lot 2419409364 was reviewed and no anomalies related to the reported issue were observed. A device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness, and we will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that one end of the tube was broken. During use in an operation room, one end of the tube was found broken. The event was noticed during operation, when the surgeon received the product from the nurse, and when taking out the thin inner transparent tube, it felt short, but the usage was carried on and the usage was stopped due to the short length. The event did not affect the patient. The broken end appeared sharp. Since nothing sharp touched the product during the operation, it was considered that nothing from the product was left in the patient body, and it was decided to close the surgical wound. There was no patient injury.